Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that their "heart was racing" and the ICD did not deliver therapy. They presented to the hospital where they were externally cardioverted. The device is still in use. No patient complications have been reported as a result of this event.